Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine days post deployment, a computed tomography (CT) abdomen and pelvis revealed there was hypodense material present within the filter compatible with thrombus. Around one week later, a computed tomography angio (cta) chest revealed increase in thrombus burden now involving bilateral main pulmonary arteries and seen at the main pulmonary artery bifurcation straddling the bifurcation. The bulk of the thrombus was noted more distally at the right and left pulmonary artery bifurcation points. Filter now demonstrated a more oblique orientation compared to previous exam. An x-ray lumbar spine revealed that the sight different orientation of the filter compared to previous film and more tilted. Around two days later, inferior vena cavogram showed the filter had been dislodged with the tip now within the right renal vein. The filter was also seen to contain a significant amount of thrombus. Subsequently, a new option filter was then placed in the suprarenal inferior vena cava. Around three days later, a computed tomography angio (cta) chest revealed there was extensive pulmonary artery filling defects in bilateral left and right main pulmonary arteries distally, extending into bilateral lower lobes, right middle lobe, lingula and bilateral upper lobe pulmonary arteries. Around six days later, an inferior vena cavogram revealed there was large filling defect in the cone of the filter involving proximally 50% of the cava. The next day, the patient scheduled for the filter retrieval; the right internal jugular vein was accessed. The hook of the suprarenal filter was caught with a gooseneck snare and removed. Multiple exams were made to the malpositioned filter, and this included the use of trilobed and gooseneck snares. Multiple attempts to pass a wire between the cone of the filter and the caval wall were not successful. An 8mm balloon positioned near the cone of the filter did not displace the hook of the wall of the filter. Finally, multiple endobronchial biopsy forceps were employed. The cone of the filter could be grasped, but the hook of the filter could not be pulled away from the caval wall. There was extensive clot below the infrarenal filter, which was tilted. There was additional clot above the infrarenal filter. The procedure was aborted. Then again option filter was placed above the renal veins. Around three days later, a computed tomography angio (cta) chest revealed extensive bilateral pulmonary emboli greatest in the left lower lobe branches, overall clot burden has improved from the previous study. Around one month and two weeks later, a computed tomography angio (cta) chest with contrast was performed and comparison made. There was decrease in size of bilateral pulmonary embolism seen on prior examination. Small residual filling defect identified within the right main pulmonary artery and there was also small filling defect identified left main pulmonary artery and left lower lobe pulmonary artery branches. Around three months later, an inferior vena cavogram revealed occlusion of the infrarenal inferior vena cava associated with an indwelling filter. One of the filter legs was angulated into the left renal vein. Therefore, the investigation is confirmed for filter tilt, filter migration, material deformation and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter and pulmonary embolism post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the filter using snare and forceps but were unsuccessful due to filter malposition. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d4(expiry date: 11/2017), d10, g3, h6(device, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced saddle pulmonary embolism and stroke; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Following month, patient was diagnosed with pe. Also, it was observed that there is a bulk of the thrombus distally at the right and left pulmonary artery bifurcation points. Two days followed by, venogram revealed large filling defect within the filter consistent with blood clot. 12 days followed by; multiple unsuccessful attempts were made to retrieve the mispositioned filter using trilobed and gooseneck snares. Also, multiple endo bronchial biopsy forceps were also employed to grasp the hook of the filter, this was also failed. Repeat ivc cavogram showed filter tilted with hook embedded into ivc wall later extensive caval clot was noted below and additional clot above the infra renal ivc filter. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter and pulmonary embolism; however, the relationship with the filter is unknown.per medical records, multiple attempts were made to engage the filter using snare and forceps but were unsuccessful due to filter malposition. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced saddle pulmonary embolism and stroke; however, the current status of the patient is unknown.